Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficulty with positioning the device which has the potential to cause or contribute to serious injury. It was reported that during the mitraclip implantation procedure the sleeve shaft of the clip delivery system (cds) bent more than 45 degrees when the lock lever was retracted to unlock the clip. When the clip was locked, the shaft straightened. The physician tried to steer to the mitral valve with the bent shaft, but it was not possible. The cds was removed and replaced with another cds. Three mitraclips were implanted reducing mitral regurgitation from grade 4 to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated confirming the reported shaft deflection upon unlocking and opening the clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported delivery catheter shaft bend appears to be consistent with normal function of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.